Event description:
Event description guidant received information that the patient with this device has been feeling dizzy. The caller feels the pacemaker is not kicking in anymore. Technical services advised the caller to contact the patient's doctor.